Event description:
It was reported that the ipg was no longer functioning as intended. No device malfunction suspected. The patient underwent an ipg replacement procedure wherein a rechargeable device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.